Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is not able to deflate completely the device, also the patient states that the device auto-inflates, the patient stated that this issue causes discomfort, also reported the loss of length makes penetration difficult and he is no longer able to ejaculate due to loss of sensation in the glans. He also stated that he has several knots in the shaft when inflated. Troubleshooting measures were recommended and the patient was suggested getting a second opinion with a physician. The ipp is currently implanted. There were no additional patient complications.